Event description:
The account alleged that the head up does not function. No patient impact.

Manufacturer narrative:
The account replaced the head up valve but the issue remains. No further information is available on the repair of the bed at this time.